Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contractures is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures baker grade IV.

Event description:
Patient reported of the right side device: "capsular contractures baker grade IV, deformity, feel like bowling ball" and "nipple is all the way pushed down". The patient stated they were prescribed singulair and another unknown medication on an unknown date. The device was explanted.